Manufacturer narrative:
Device passed displacement test. No unexpected pump error 43 alarms noted during testing. However, pump error 63 alarm noted during self test due to broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they had an insulin pump error. The customer's blood glucose levels were unknown at the time of the incident. Customer states the insulin pump error was cleared. Troubleshooting was performed however the insulin pump was unable to properly rewind. The insulin pump is returning for analysis.